Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Asr revision; asr xl acetabular system - left hip; reason for revision: unknown.

Event description:
Reason for revision: component loosening.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update - attached operative notes and product stickers, added patient gender and date of birth. Taken from email dated (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision - left hip. Type of hip replacement product: asr xl acetabular system (left). Update: added item numbers and hospital name amended date of revision. Received: january 9th 2013. Reason(s) for revision: unknown. Update- added lot numbers for cup, head and sleeve taken from claimsuite dated 14th jan 2013. Update - received 4 march 2013 - reason for revision. Reason for revision: component loosening. Update - added stem, querying lot number for sleeve and component loosening. Taken from claimsuite dated 22nd april 2015. Update - added lot number manufacturing and expiry date for sleeve. Stem became loose. Confirmation that this is the first of 2 surgeries. The cup and head remained in situ but both the stem and sleeve were revised and replaced. For the second surgery please see (B)(4). Info taken from stem loosening email dated 23rd april 2015 and products email dated 27th april 2015. Lot number for sleeve - 1811611.